Manufacturer narrative:
Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for barrel damaged/cracked on lot # 9347090. Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that a scale part was damaged. The photos were examined and exhibited a cracked barrel. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 9347090. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4), "on 26may2020, (B)(4) received a complaint, via a picture, the image showed that the tip of the barrel was damaged. Printer process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona to get a good adhesion of the ink to the molded barrel. Assembly machine process summary: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp scale was damaged. This was discovered before use. The following information was provided by the initial reporter: a scale part was damaged. A crack near the scale on the barrel was detected.